Event description:
It has been reported that the 12 lead module stopped functioning during a patient use event. The user noted an error message and then it defaults to the home screen. There is no known consequences or impact to the patient.

Manufacturer narrative:
This report is based on information provided by philips repair service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device stopped working when the user attempted ECG, 12 lead. `record` button pressed causing screen to go to default home screen. This took place while delivering treatment to the patient. The complaint was escalated for technical investigation. The device was sent to the bench. The unit has been tested. The logs have been evaluated by the rdt engineer and did not reveal any unplanned reboot of the device. All functions including the ECG are working correctly. Device was soaked for extended time to ensure functions are working correctly. It is possible that the user initiated the shutdown without realizing. Nbp, co2 and touch screen have been calibrated before returning the device to the site. The reported problem has been unconfirmed. While no harm was alleged, recurrence of this failure mode during clinical use could cause or contribute to death or serious injury. Therefore, this failure mode meets the definition of a reportable malfunction. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was confirmed to be operating per specifications and no failure was identified. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.